Event description:
A patient reported blood glucose results of 105 mg/dl and 380 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, however, the patient had not been cleaning the meter according to the owner's manual and had been using incorrect testing techniques. The customer service representative walked patient through two consecutive quality control tests and both failed specified range. Based on the information, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter was replaced.